Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. In the initial emdr in the type of report missed to mention 30 days reportable timeline. Kindly submit in the followup report. It was reported that during use the cardiosave intra aortic balloon pump (iabp) had a blood back in the tubing due to a balloon rupture. There was no patient harm. A getinge field service engineer (fse) evaluated the unit and no fault logs were on file for a blood detect. Unit pneumatic module (0997-00-1178) was replaced due to blood contamination. All functional and safety test were performed and passed.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and no-fault logs were on file for a blood detect. Unit pneumatic module (0997-00-1178) was replaced due to blood contamination. All functional and safety test were performed and passed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation the full initial reporter: (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had blood back. The note on the unit stated that there was blood in the tubing due to a balloon rupture. The balloon was not secured for inspection. There was no patient injury reported.